Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an abnormality of electrical parts which occurred temporarily by water invasion of the device from leakage point which led to temporary occurrence of the suggested event. The instructions for use (operation manual) states the following: "important information ¿ please read before use: precaution of disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (scope error) code during reprocessing. The unknown procedure was completed using another device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (scope error) code was not confirmed. In addition, due to a pinhole on connecting tube, water tightness was lost. The light guide bundle was broken. The light guide lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.